Event description:
It was observed that during the device evaluation, the subject device nozzle and bending rubber had foreign objects and a damaged ccd unit. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.